Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
A report was received per social media that the patient was experiencing pain and leg weakness. The physician recommended having a revision procedure but the patient declined. No further course of action.